Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that eight unopened samples that pertained to product code m8703 were returned for analysis. In order to evaluate the condition of the returned sample, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). H6 component code: g07002 device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - it was reported that "during an unknown number of vascular procedures that the needles have been popping off too easily" - what is the total number of procedures affec.ted? A handful over a month - if possible, please confirm the number of devices that had the "needle popping off too easily" per procedure. No answer - when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use: during use a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Events reported via: mwr-07032024-0001589282, mwr-07032024-0001589281

Event description:
It was reported that a patient underwent an unknown vascular procedure on an unknown date; and suture was used. During the procedure, the needle was popping off too easily. There were no adverse consequences reported. Additional information has been requested.